Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information was received that the device was explanted due to patient outgrowth. The replacement procedure was successful. No adverse patient effects were reported. There were no allegations against the device or its function. The product will not be returned for evaluation. (B)(4).

Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that 3 years and 5 months post implant of this bioprosthetic valved conduit in a pediatric patient, it was explanted and replaced. The reason for replacement was not reported. No adverse patient effects were reported.